Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece was returned for testing on this investigation. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The phacoemulsification handpiece (hp) was received for testing on this investigation. A visual assessment of the returned sample found that no nonconformities were observed. The sample was connected to a calibrated resistance breakout box, where its input and/or output impedance was found to be out of specification. The returned sample was connected to a calibrated system, where it displayed system message (sm) which is indicative of a nonconforming handpiece pressure sensor. The root cause of the reported event can be attributed to wear/reliability of the miniature pressure sensor. However, how or when this component became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during set up ophthalmic console displayed a system message about hot ophthalmic phacoemulsification handpiece. Handpiece was cooled for a while and upon testing the system message persisted. The procedure was completed by using another handpiece. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).